Event description:
Material #303310, lot #4114045, 4261566. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We have a 20ml syringe that has spots inside of it. Further information provided: ¿ 1. In the medsun form mentioned that the date of the event as ¿jan-2025¿. Could you please specify the exact date when the reported issue happened? 1.9.2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None 3.the medsun form indicates that the sample has been ¿returned to manufacturer (yes).¿ could you please confirm whether the sample has already been returned to bd? If so, please share the tracking number. 1.13 emailed productcomplaints@bd.com. 01.17 fedex trk# (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The samples under the tracking number mentioned by the customer were previously received for related complaint, (B)(4). The results from that investigation were completed and sent to the customer on march 11th, 2025. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. 10 retention samples from lot: 4261566 and lot: 4114045 were requested for analysis, and were found to be compliant, meaning they did not present any defects. A root cause could not be determined for the lots mentioned in this complaint. However, a notification was made to the operating staff about this event.

Event description:
No additional information.